Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records

Event description:
The user facility reported a male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support the patient encountered limb ischemia and as a result of the limb ischemia, the device was explanted. It was noted that the patient expired after explant. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).